Event description:
It was reported that a vns patient's diagnostic test resulted in high lead impedance. The patient had generator and lead replacement surgery on (B)(6) 2012 due to the high impedance. The generator was replaced prophylactically. Attempts for additional information from the physician have been unsuccessful to date. The generator and lead will not be sent back per hospital policy, so product analysis cannot be performed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.